Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels (450 mg/dl). Customer delivered a bolus via the pump,and delivered injections to bring blood glucose levels back to target range. Customer reverted to manual injections and stated they have still continued to have elevated blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.